Manufacturer narrative:
Title: left hypochondrium or transumbilical single-incision laparoscopic sleeve gastrectomy for the treatment of severe obesity: surgical technique and results of a tertiary referral bariatric center source: obesity surgery (2021) 31:5063¿5070 published online: 3 september 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
According to literature source of study performed between august 2010 and august 2017, a prospective study analyzed outcomes of patients who underwent single-incision laparoscopic sleeve gastrectomy. A vessel sealer or other manufacturer device were used for dissection of gastrocolic ligament, gastroepiploic vessels and gastric greater curvature dissection. Gastric section was performed using a 60-mm stapler with a tri-staple purple cartridge or other company stapler. There were 1800 patients in the study and complications included: 27 patients with abdominal bleeding and 35 patients with staple-line leakage. Relaparoscopy or endoscopic treatment was required. Median length of hospital stay was 4 days. Postoperative mortality was 0.05%. Cause of death was not specified. Article: panagiotis lainas, 2021, left hypochondrium or transumbilical single-incision laparoscopic sleeve gastrectomy for the treatment of severe obesity: surgical technique and results of a tertiary referral bariatric center, https://doi.org/10.1007/s11695-021-05563-y.